Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) to report that her onetouch ping read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on ¿(B)(6) 2015, 9:00am¿.the patient indicated that at an unspecified time prior to the alleged product issue she had developed symptoms of ¿hypo¿ the patient reported attending emergency room (ER) and obtained a result of ¿47mg/dl¿ on a laboratory device. On ¿(B)(6) 2015, 11:00am¿ she stated claimed to being treated by a health care professional (hcp) with ¿IV fluids¿ on ¿(B)(6) 2015, 11-11:15am¿ the patient reportedly obtained an inaccurate erratic blood glucose readings of ¿89 and 96mg/dl¿ on the subject meter, performed within less than 20 minutes of each result. The patient manages her diabetes with an insulin pump. The patient confirmed that she continued with her usual dose of medication including sliding scale in response to the alleged product issue. At the time of troubleshooting, the cca verified the subject meter¿s unit of measurement was set correctly and the patient used an approved sample site to obtain a result.. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. Although the patient developed serious symptoms prior to the alleged inaccuracy, the hcp treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/21/2015 and evaluated by lifescan product analysis on 4/23/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 05/05/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.